Event description:
It was reported the atrial lead had high thresholds. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator implanted: 2010 (B)(6); product ID 694965 implantable tachy lead implanted: 2007 (B)(6). (B)(4).